Event description:
Boston scientific received information that noise was observed on the right ventricular (rv) lead. Impedance measurement changes increased from 500 ohms to 1,200 ohms while the patient was still. A revision procedure was performed and upon testing with the pacing system analyzer (psa), the lead measurements were within acceptable limits. The pace/sense portion of the rv lead was surgically abandoned. The device was explanted. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.